Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted :(B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a confirmed fracture. The lead had intermittent capture, high pacing impedance with an impedance spike, and noise was observed on the electrogram. The lead was reprogrammed to a minimal output at the physician's request to inactivate the lead, and a new lead was implanted. No patient complications have been reported as a result of this event.